Event description:
A complete se vascular stent system was used to treat a dissection in the sfa of the right leg, following a pta procedure. Approximately 18 months post index procedure patient expired. Cause of death is unknown.

Event description:
The investigator has assessed that patient death was not related to the study device or procedure.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Cec adjudicated that the death was not related to the study device or procedure.